Event description:
Olympus was informed that during a hysterectomy procedure, a probe damage error (u504) was displayed and then the probe broke off. An olympus sales representative was present during the procedure and recommended that the physician discontinue the use of the device when the probe damage error occurred; however, the physician re-inserted the device inside the patient to lift the uterus. Once the device was removed from the patient, it was then noted that the probe was missing. The staff was unable to locate the missing probe inside the patient or in the operating room (or). The patient was irrigated and suctioned and no device fragment was found. Additionally, a fluoroscopy was performed and no device fragment was found inside the patient. The procedure was successfully completed using a different but similar device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the probe tip broken off. The broken probe tip was not returned to olympus. Additionally, the device failed the probe check and error code u509 was displayed. This type of probe damage is most likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.